Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received 2 samples and 7 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing (leakage) with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for damaged tubing (leakage) with the incident lot was also observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged tubing (leakage) through corrective and preventive actions. CAPA pr # 2889570 has been initiated.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood leaked from the tubing during blood collection."